Event description:
Approximately, 5 or 6 samples with discrepant phosphorus results. Only the following two examples were provided: patient 1, initial result 8.6 mg/dl, repeat 4.7 mg/dl. Patient 2, initial result 10.0 mg/dl. Same sample repeated three times gave results of 4.8, 4.7, and 4.7 mg/dl. The initial results were not reported. The field service representative determined, there was a problem with the abs lamp and the instrument needed to be decontaminated. The instrument was repaired and decontaminated.